Manufacturer narrative:
Blocks d9 & h3: the pioneer plus catheter was returned for evaluation. Block h3: the pioneer plus catheter was visually and microscopically inspected. Per the reported complaint, the catheter tip broke in two pieces. However, there was no separation observed at the distal tip, rather a portion of the polyamide separated from inside the catheter shaft. Measurements of the entire polyamide material concluded all portions were accounted for. Block h6: the probable cause is damage in use. Device manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device. Block h6 (component code correction): initial MDR listed code 3123 (tip). However, code 4721 (rod/shaft) is more appropriate based on the returned device evaluation.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Age, weight& ethnicity: no information available. Blocks implant date & explant date: not applicable for this device. The pioneer plus catheter has not been returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a therapeutic peripheral procedure, during pullback, the manufacturer's catheter's tip broke in two pieces, but remained intact to the non-manufacturer's's guidewire. The catheter and guidewire were removed as a unit and a new manufacturer's catheter was used to complete the procedure. The patient was discharged in normal condition. This product problem is being submitted because the tip broke in two pieces. There is a potential for harm if the malfunction were to recur.